Event description:
Customer reported saved images are missing. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the system to be operating as intended, only 64 can be saved at one time. System operates as intended. This MDR is related to ge healthcare complaint number.